Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the incident is unknown. The dates entered in section b3 is the date based on the customer's report of "a week ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified erratic readings issue was reported with use of the adc device. Customer received unspecified erratic reading, felt anxious, dehydrated and had breathing problems and experienced a seizure. The customer was unable to self-treat and paramedics were called and an insulin injection(dose unknown)was administered for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(4) has been returned and investigated with known good battery and retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(4) to (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified erratic readings issue was reported with use of the adc device. Customer received unspecified erratic reading, felt anxious, dehydrated and had breathing problems and experienced a seizure. The customer was unable to self-treat and paramedics were called and an insulin injection(dose unknown)was administered for treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.